Manufacturer narrative:
The device was returned for evaluation and the evaluation found a blood stain near the probe tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited blood stains near probe tip. There was no patient involvement.